Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock to the patient, due to double-counting. A lead fracture was also suspected.